Manufacturer narrative:
The event occurred in (B)(6). The lot number is not bap000. Only the bap was able to be read from the product. The last three digits represent the consecutive lot of production and were not available so 000 was used instead.

Event description:
Caller reported lancet protruding from softclix device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).